Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image color tone abnormality due to charged coupled device (ccd) cable disconnection occurred due to the following: 1) according to the equipment inspection results in the evaluation result, scratches were confirmed on the plug unit of the equipment. Therefore, it is likely that this damage caused the connection with the video system center to become unstable, which caused the incident. 2) it is likely that the problem may be due to damage to the video connector board or image sensor. Since no significant external injuries or water leaks were reported in the equipment inspection results, it is likely that a sudden overcurrent was applied, such as when the video connector was connected or disconnected while the power of the video system center was on, but it is not possible to pinpoint the cause. The event of chipping and peeling of the adhesive at the tip likely occurred due to external stress on the tip due to repeated use of the device or chemical stress during reprocessing. The event can be detected/prevented by following the instructions for use which state: 1) "important information ¿ please read before use ¦dangers, warnings, and cautions: warning do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "important information ¿ please read before use ¦dangers, warnings, and cautions: warning turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." 3) "3.3 inspection of the endoscope 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed. The color tone of the image was found abnormal due to the cut of the ccd charged coupled device cable. The a-rubber adhesive was floating and the plug unit had scratches. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an endoeye flex videoscope had irregular color tone causing an abnormal image. The reported problem was found during an unknown procedure. There was no delay, no patient injuries reported to olympus. There was no patient injury or adverse event reported to olympus.